Event description:
During a voice of the customer survey, this patient was asked what mode of dialysis they are completing since discontinuing peritoneal dialysis (pd). The patient stated that they still have home dialysis but are doing in-center due to a stomach infection. No further details were provided. Attempts to obtain additional information were unsuccessful. It is unknown what type of stomach infection the patient was referring to in the survey. It is unknown if the patient was utilizing fresenius product(s) at the time of the event.

Manufacturer narrative:
Clinical review: it is unknown if the patient was utilizing fresenius product(s) at the time of the event. There is no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the (B)(4) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient was asked what mode of dialysis they are completing since discontinuing peritoneal dialysis (pd). The patient stated that they still have home dialysis but are doing in-center due to a stomach infection. No further details were provided. Attempts to obtain additional information were unsuccessful. It is unknown what type of stomach infection the patient was referring to in the survey. It is unknown if the patient was utilizing fresenius product(s) at the time of the event.